Event description:
The patient (B)(6) received an scs system including a surgical lead on (B)(6) 2011. During a reprogramming session, it was reported that the patient felt stimulation in the dermatome area. An x-ray was taken which revealed that the lead had migrated. Surgical intervention was undertaken to reposition and secure the device and effective stimulation was recaptured. No further complications were reported.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.